Manufacturer narrative:
Device evaluation the report of device thrombosis and hemolysis was confirmed based on the evaluation of the returned pump. Upon disassembly of (B)(4) a thrombus formation was found surrounding the inlet bearing ball and rotor inlet. The thrombus ring was denatured and appeared to have formed in laminated layers, indicating that the thrombus developed on the inlet bearing ball and rotor inlet over an undetermined amount of time while the pump was operating. Although a specific cause for the development of the observed thrombus formation could not be conclusively determined through this evaluation, it was obstructing approximately 30-40 percent of the blood flow path and could have contributed to the reported hemolysis. In addition, examination of the proximal-side of the outlet stator revealed a small, white tissue-like deposition situated adjacent to the bearing ball and on one stator blade. The deposition lacked lamination and was not adhered to the bearing ball or stator blade. The origin of the deposition could not be conclusively determined; however, the lack of denaturation on the deposition and absence of contact marks on the outlet portion of the rotor and outlet bearing cup suggests that it was not present while the pump was operating. Although a specific cause for the development of the deposition and a duration for which it was present in the pump could not be determined, the size and structure of the deposition suggests that it was unlikely to have contributed to a functional issue. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device: 11 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that within the last month the patient began complaining of not feeling well and colored urine. The patient was admitted to the hospital with an elevated lactate dehydrogenase (ldh) level and a heparin infusion was started. The ldh levels decreased and the patient was discharged. However, by an unspecified date later, the ldh levels were again increased and the patient was readmitted. An echocardiogram was performed and it was reported that the pump was difficult to visualize due to the patient's body size, but the aortic valve was found to be opening with each heartbeat. The patient underwent a pump exchange on (B)(6) 2015 using a subcostal/partial median sternotomy approach and only the pump was exchanged. The inflow conduit and the outflow graft were reportedly not obstructed and therefore were not changed out. It was reported that a clot/thrombus was visualized around the inlet bearing cup. No additional information was provided.